Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was hospitalized due to shock delivery that was provided for ventricular tachycardia (vt). While controlling the vt it was identified that the 41 joule shock was ineffective. It was suspected that the rv lead was not in an optimal position. A revision procedure was performed and the rv lead was repositioned in a mid-apical location. Ventricular fibrillation (vf) induction tests were performed which successfully converted with a 17 joule shock. No adverse patient effects were reported.